Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead exhibited high capture threshold and high pacing impedance. The lead was not used and was replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The event of inadequate capture and high pacing impedance on the lead was not confirmed. The lead was returned for analysis in one piece. Electrical analysis, visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damage.